Event description:
The customer obtained an erroneously elevated accutni result (0.93 ng/ml) above the ami cut-off on one patient using the laboratory's unicel dxi 600i synchron access clinical system on (B)(6) 2012. The elevated accutni result was reported out of the laboratory and as a result the patient was transferred to an alternate cardiac care facility. On the morning of (B)(6) 2012, the patient's sample was repeated on the same unit as well as on an alternate methodology (dade stratus - unit of measure was not provided). The repeat testing generated a result of 0.01 ng/ml on the dxi 600i unit and 0.00 on the dade stratus. Both repeat results were within the normal reference range. Patient demographic was not provided by the customer. The customer reported the sample was drawn on-site by an individual trained to properly invert the tube following collection into a gel separator plasma tube, was a good quality sample, and was analyzed from the primary tube through the analyzer's closed tube aliquotter (cta). No additional sample processing information was provided. All system parameters (including qc (which was run before and after the event) calibration, and system checks were performing within assay/instrument specifications.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) was on site to verify hardware performance. The fse found the ultrasonics transducer voltage out of specifications (197 +/- 3.0 vac). The initial voltage reading was 238, which was adjusted to 197. The fse deemed the increased ultrasonic transducer voltage was the likely cause of the event as the laboratory has reported no additional erroneous accutni results following the adjustment of the voltage to be within instrument specifications. Failure mode of this event is likely a hardware malfunction. The following mdrs are associated with this event: 2122870-2012-01809.